Event description:
It was reported that there was an audible alarm post. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. During visual inspection of the device, all cases appeared to be in excellent conditions. During the power up process and occlusion testing, the reported process could not be duplicated. Unable to determine root cause as speaker wires were all intact. No physical or any other damage observed. The root cause of the issue could not be determined. Replaced speaker as a preventive measure. Plugged and glued interconnect to the main board. Performed power up process all functional testing to pass. A corrective and preventative action has been opened to address the reported issue.